Event description:
Tooth fracture/chipped tooth 3 times [tooth fracture]. Bleeding gums [gingival bleeding]. Bleeding lips [lip haemorrhage]. Cut-mouth/stabbed in mouth [mouth injury]. Stabbed gum [gingival injury]. Stabbed lips [lip injury]. White plastic has completely gone on one side of prong [device physical property issue]. Brush heads fall off [device breakage]. Case description: a consumer reported that they, a male age unspecified, used oral-b professional care 5000 rechargeable toothbrush 3 minutes, twice per day and reported the following: brushheads fall off, one side of the white plastic bit was missing at the end, gums and lips were stabbed causing them to bleed and mouth was cut. No further information was provided. (B)(4) 2014 - received consumer's follow-up call to consumer relations: the consumer reported the toothbrush had chipped his tooth 3 times and the metal part keeps stabbing him in the mouth. The consumer reported that he had visited the dentist on three different occasions; no treatment was mentioned. No further information was provided. (B)(4) 2014 - received consumer's follow-up phone call from consumer relations: the consumer reported that he had visited the dentist three times and treatment was completed to repair his tooth. The consumer reported that the chip in his tooth has been fixed and he is doing well. Outcome - recovered. No further information was provided.

Manufacturer narrative:
The product and lot number not provided by the reporter therefore unable to proceed with lot check, batch retain testing or product investigation at this time. October 27, 2014 - consumer relations requested consumer return the product.